Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a pump module was programmed to infuse albumin but precedex was hung on this module and it infused in over 1 hour instead of the albumin (dose, ordered rate of infusion, and total volume were not specified in the report). These 2 pump modules were connected to a single IV infusion pump. It was mentioned that precedex was not intended to be infused, rather, it was hung on the pole for possible need in the future. Patient was then monitored for over sedation and was transferred to a higher level of care. The event occurred when the facility began implementing the IV pump device interoperability with their electronic health record (ehr) system called "epic". It was noted that the event was determined to be a workflow related on the end user side. The workflow was described by the user in the following sequence: scan patent's barcode, scan medication barcode, scan IV pump device, send order details to device, start device, and complete task on computer.

Event description:
It was reported that IV tubings crossed wherein a pump module that was programmed to infuse albumin ran precedex instead and was infused for over 1 hour (dose, ordered rate of infusion, and total volume were not specified in the report). The 2 pump modules were connected to a single pcu. It was mentioned that precedex was not intended to be infused, rather, it was hung for possible need in the future. Patient was then monitored for over sedation and was transferred to a higher level of care. The event occurred when the facility began implementing the IV pump device interoperability with their electronic health record (ehr) system called "epic". It was noted that the event was determined to be a workflow related on the end user side. The workflow was described by the user in the following sequence: scan patent's barcode, scan medication barcode, scan IV pump device, send order details to device, start device, and complete task on computer.

Manufacturer narrative:
This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No log review could be performed since no device or logs were returned to cad. No testing could be performed since no device was returned to cad for investigation. The root cause of the customer¿s complaint that precedex was infused instead of albumin was determined by the customer to be workflow related.